Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of less than 200 ohms, oversensing and false atrial tachy response episodes. Boston scientific technical services discussed with the health care professional that it looked to be a lead insulation issue. The lead remains in service. No adverse patient effects were reported.